Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed. Programming changes were made. The patient was asymptomatic before and was fine after the changes were made.

Event description:
New information reported on (B)(6) 2018 noted that review of a remote transmission dated (B)(6) 2018 revealed t wave oversensing. Programming changes would be discussed with the following physician. No patient symptoms were reported.